Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00618: case 1, 3025141-2019-00619: case 2, 3025141-2019-00620: case 3, 3025141-2019-00621: case 4, 3025141-2019-00622: case 5, 3025141-2019-00623: case 6, 3025141-2019-00624: case 7.

Event description:
Article: return to sports after plate fixation of displaced midshaft clavicular fractures in athletes; ranalletta, maximiliano, md; rossi, luciano a., md; piuzzi, nicholas s., md; bertona, agustin, md; bongiovanni, santiago, l., md and maignon, gaston, md; the american journal of sports medicine, vol. 43, no. 3; 565-569. Case 8: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced hardware pain following bone healing; plate removal was performed.